Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. The patient reported that the device charge used to last 5 weeks and now he had to charge every 20 days. The patient reported that he was told the ins would last 7-9 years and he didn¿t want the device to go out. The patient reported that he can tell immediately when he was without the device and needed the device to be functioning 24/7. The patient had not recently been reprogrammed or switched to a new group. The patient had not recent had the need to increase parameters. The patient reported that he has had the same settings since the device was put in. No further complications were reported.